Manufacturer narrative:
Bio-rad shipping boxes were labeled as required by the united states (B)(4) for dry ice using a "miscellaneous" hazard symbol, class 9.

Event description:
A customer reported receiving several boxes of bio-rad controls, packed with dry ice. The shipping boxes were placed into the walk-in refrigerator. The next day two employees walked into the refrigerator and reported to their supervisor that they experienced a "feeling of suffocation and/or throat and chest irritation and dry mouth." Both employees were sent to the emergency department where they were examined by a toxicologist md. They received an EKG, physical examinations, and their vitals were monitored. They were sent home. No hospitalization was required and no further treatment was received.